Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a decanav catheter and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. Device evaluation was completed on 26-aug-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified the signal loss issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a decanav catheter and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. ECG signal loss. During the procedure, the signal loss was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 01-aug-2025. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm (example: body surface, anesthesia monitor, defibrillator). The signal loss was observed on all ECG (bs +ic) on the carto and the recording system. During the signal loss issue, the affected catheter was inside the patient¿s body. This event was originally considered non-reportable, however, bwi became aware on 01-aug-2025 that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm and have reassessed the event as reportable. The awareness date for this record is 01-aug-2025.